Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A female patient suffered an acute myocardial infarction as the physician was finishing up superdimension enb procedure. Resuscitation efforts were successful and the patient was stabilized.